Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, inappropriate shocks were delivered. Sense b noise and a connection issue is being suspected. X-rays were performed which showed adequate insertion of the system. Further evaluation of the system, reprograming options and follow up with the patient were discussed. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, inappropriate shocks were delivered. Sense b noise and a connection issue is being suspected as well as lead fracture, however, this has not been confirmed. X-rays were performed which showed adequate insertion of the system. Further evaluation of the system, reprograming options and follow up with the patient were discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, inappropriate shocks were delivered. Sense b noise and a connection issue is being suspected as well as lead fracture, however, this has not been confirmed. X-rays were performed which showed adequate insertion of the system. Further evaluation of the system, reprograming options and follow up with the patient were discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.